Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed.

Event description:
It was reported that the patient formed an atrial clot during use of a non-heparin coated swan-ganz catheter. Specific occurrence dates are unknown. No patient complications have been reported. The device is not available for evaluation.

Manufacturer narrative:
Please see related medwatches: 2015691-2016-00327, 2015691-2016-00359, 2015691-2016-00360, 2015691-2016-00362.

Manufacturer narrative:
(B)(4).